Event description:
The unit did not provide an audio tone following the upgrade. There was no patient harm.

Manufacturer narrative:
The unit was requested back for evaluation but has not been returned.